Manufacturer narrative:
The lot number was unknown, however, a suspect lot number was provided: h22c16038. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the catheter adapter of a transfer set and the titanium adapter. This occurred before the patient connected to the cycler for automated peritoneal dialysis therapy. There was no allegation against the titanium adapter and it remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lot. Should additional relevant information become available, a supplemental report will be submitted.